Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient reports limited flexion after fifteen months of physical therapy. No revision procedure has been reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00273. Medical devices: femur cemented cruciate retaining (cr) narrow right size 7 catalog#: 42502006202 lot#: 64420022. Tibia cemented 5 degree stemmed right size d catalog#: 42532006702 lot#: 64425129. All poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 64588693. Biomet bc r 1x40 us catalog#: 110035368 lot#: 842fah0607. Biomet bc r 1x40 us catalog#: 110035368 lot#: 842fah0607. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial operative report: no complications during initial operation. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.